Event description:
The customer reported that the system displayed error codes for a filament regulator error and low ma error.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge svc rep cleaned and vapor proofed the high voltage cable terminations at tank and x-ray tube. There were no signs of arcing apon visible inspection. He used an oscilloscope to calibrate the hv control circuit and hv supply regulator pcb. He found 0 ref and ma / kv overshoot adjustments slightly high and adjusted accordingly. He then completed the automated filament calibration via utility suite. The system is now functioning as intended.